Event description:
It was reported that the user experienced hyperglycemia after an infusion set change while using the ilet and contact detach infusion set (6 mm, 23 in), with blood glucose rising to 328 mg/dl and remaining above target for about four hours; after a subsequent supply change, glucose began trending down, and the user did not observe site or cannula damage. Symptoms included elevated blood glucose without acute complications. Outcomes included self-management at home without backup therapy, ketone testing, medical intervention, or hospitalization. Investigation included complaint intake, review of user-reported glucose values, and troubleshooting and education to continue monitoring and call back if glucose did not continue to decline. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.